Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and non-capture. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.